Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 250 units. Customer stated that on one occasion, the insulin gauge remained static at 100 unites for a couple days, and on another occasion the insulin gauge decreased below the expected amount. Customer reported a blood glucose level of 300 (mg/dl) that was addressed with a correction bolus. Reportedly, customer will continue to use the pump for insulin therapy.